Event description:
The end user reported while unloading a patient from the ambulance the lower leg diagonal brace broke. There were no injuries to the patient or the medic crew as result; however, the patient did need to be removed from the stretcher and into a wheelchair to complete the transport into the hospital.